Event description:
User reports a fluid leak coming from the back of the analyzer onto the table top, which leaked onto the floor and into the walkway. User added that fluid also came in contact with computer parts that were on the floor. User cleaned up the fluid leak under the instrument and from the floor, but said the instrument is still dripping fluid. User said they have stopped use of the analyzer due to the continued drip. No one was harmed and patients not affected.

Manufacturer narrative:
The field service representative determined the cause to be due to a problem with the valves, and replaced both valves. He performed daily maintenance and the customer ran calibration and controls to verify analyzer performance.